Event description:
It was reported that a remote monitoring transmission was sent and there was potential far field r-wave (ffrw) oversensing on the right atrial (ra) lead observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 lead, implanted (B)(6) 2003; dtba1d1 ICD, implanted (B)(6) 2015. (B)(4).